Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). Also, tandem's t:slim user guide states: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing." Tandem¿s t:slim user guide states: ¿you must also have adequate vision and/or hearing in order to recognize your system alerts.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that auto off alarms occur daily. Reportedly, the user is visually impaired and cannot read the pump screen well. Additionally, it was reported that there were air gaps in the tubing. During troubleshooting with tandem's technical support, it was determined that the user disconnects at the luer lock connection. The user primed the tubing to remove air bubbles. The user's blood glucose (bg) level was in the 300's (mg/dl) at the highest. Reportedly, the user addressed bg level with a bolus via the pump and manual injections. At the time of report, the user's bg level was 240 mg/dl. The user would call their healthcare provider as the user wants to raise the basal rate. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.